Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s area technical operations manager (atom) reported that a fresenius combiset bloodline ruptured during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Four photos have been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.